Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient was experiencing a return of symptoms/increased baseline spasticity. It was noted that the patient was "noncompliant" and the patient had missed their pump refill. The patient was being seen (B)(6) 2013 to have the pump refilled; the empty pump alarm was occurring. The logs showed the alarm occurred (B)(6) 2013 at 0340. The pump dose was decreased from 195mcg/day to 100mcg/day. The patient had been taking oral baclofen. The pump was delivering baclofen. It was noted that 2-3 weeks prior the patient was hospitalized for worsening ms (multiple sclerosis) and bacteremia; the patient was given IV (intravenous) antibiotics. The reporter was unsure if cultures were done. Additional information has been requested, but it was not available as of the date of this report.